Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a post procedure follow-up for a procedure involving a intellamap orion high resolution mapping catheter and intellanav stablepoint open-irrigated catheters, it was noted that the patient developed tricuspid regurgitation. The initial procedure was performed (B)(6) 2021. Surgery was performed on (B)(6) 2021 to resolve the valve regurgitation and it was reported the patient was stable and without symptoms following the follow-up surgery. The physician noted that it was unknown if the rhythmia procedure with the orion and stablepoint catheters contributed to the patient complications. The catheter is not expected to be returned as it was disposed of by the site.